Manufacturer narrative:
A medtronic representative clarified that after talking with the doctor it seems that the original incident was reported slightly incorrect. With the first sample, the doctor realized that he was on the border of the tumor. That was how he realized that he was not in the planned target. So he then advanced a little further and was able to take a diagnostic sample of the tumor. The patient did not need to go back to surgery again. The overall delay was 45-60 minutes. Correction: with this new information, the reported event was still considered a reportable malfunction, however it was not considered an adverse event/serious injury as the surgeon was able to get a sample and no revision surgery was required. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was that an incorrect imaging protocol was used to acquire exam. The surgeons are working with the radiology department at the site to optimize the imaging protocol with the site's multiple imaging systems.

Event description:
A site physician alleged an inaccuracy occurring while in a cranial biopsy procedure. The surgeon performed a tracer registration with the computed tomography (CT). When verifying accuracy on anatomical landmarks navigation appeared accurate. When the surgeon checked accuracy in the fiducial markers he felt it was not accurate. In trouble-shooting, it was confirmed the fiducial markers did not shift, as they were marked on the skin. Changing spheres and the operating room light did not resolve the concern. The surgeon re-registered using pointmerge and accuracy was greatly improved. The surgeon proceeded with the biopsy setup. When positioning the probe at the entry point a 4mm lateral inaccuracy was noted, this point was the site of entry for a previous surgery as well. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction to event description: contrary to what was initially reported, the surgeon did not complete the procedure with the use of the navigation system. They attempted to take a sample of brain tissue, but found they were not in the right location. The procedure was discontinued. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The medtronic representative is working directly with the doctors and technicians in the MRI department to ensure the scans utilize the proper protocol for navigation use.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported the physician is convinced the issue came from the magnetic resonance imaging (mr) image and not from the navigation system. No further issues have been reported. No parts have been returned to manufacturer for analysis.